Manufacturer narrative:
Product investigation summary: one (1) driving cap (part 03.010.523 / lot 9065790) and insertion handle (part 03.010.486 / lot 8373330) were received for investigation. The driving cap shows regular use with hammer marks and gouges on the head of the device consistent with high impact force. The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck in the insertion handle. The alignment tab on the insertion handle is slightly gouged, but still functional. Overall, the insertion handle is in good condition with no other observable damage. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating it on the insertion handle or from cross-threading the device. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The instruments are used during femoral and tibial nail implantations. Proper use and maintenance are addressed in the technique guides. The returned devices are multi-use and are used for implanted nails. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended uses and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No product design or manufacturing-related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 11. July 2013, 03.010.486 lot # 8373330. Ncr 3205552 was documented in the manufacturing documents. This ncr was for the cleanness of the device. All devices of this lot went therefore through an additional cleaning process. As this complaint is for a breakage a relation between the ncr and the complaint can be excluded. Finally the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial tibia nail procedure on (B)(6) 2016 that the threaded tip of a driving cap broke off inside of an radiolucent insertion handle. This rendered the handle useless as the threaded tip was not able to be removed from the radiolucent insertion handle. Another driving cap and radiolucent insertion handle was readily available and was successfully used to complete the procedure. There was no surgical delay and the procedure was successfully completed. No additional information. This is for 2 devices. This report is 2 of 2 for (B)(4).